Manufacturer narrative:
(B)(4). The device is currently shipping from the customer to(B)(4) for investigation. A follow up report will be provided when the examination results become available. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in process inspection and final control inspection. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by(B)(4)): infusion does not start.